Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7109832 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7109933 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 batch/lot number: 29705271 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent programming optimization due to lower back pain that was not well managed. The patient also experienced pain over the implantable pulse generator (ipg) site, and an x ray showed lead migration. All device components were explanted. No further information has been obtained.